Manufacturer narrative:
Originally reported defective drape (back table cover) was examined upon return. Both sides (critical and non-critical zones) of back table cover were evaluated and no holes were observed. In addition to this, randomly selected double basin packs from finished goods were evaluated. Pulled back table covers from these kits did not result in any material perforation observations. All inspected back table covers were intact and performed as originally intended.

Event description:
Hole was identified in the drape of a double basin pack during the or set up. This drape was thrown out and a new one was opened and used. No issues with contamination of other instruments or equipment.